Event description:
Unomedical reference number (B)(4). Event occurred in colombia, it was reported that on 21-jun-2024 one infusion set occlusion alarm is occurring between the tubing and reservoir. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).